Manufacturer narrative:
Plant investigation: the product sample evaluation is pending. A follow-up report will be submitted with the investigation findings of the returned sample. A review of the manufacturing records did not find any deviations. A CAPA is opened to address the control measures related to the reported complaint.

Event description:
It was reported that the dp3 pump housing was leaking which was detected during priming. Upon follow-up, it was confirmed that there was no patient involvement. The complaint sample was reported to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for evaluation. The complaint sample was compared with a reference sample. During evaluation. It was noticed that it was sufficient to apply the force at only two opposite points to separate the housings of the complaint sample. For the reference sample the force had to be applied at a further pointer to separate the hosing parts from each other. A visual inspection of the adhesive was carried out which showed that there was less adhesive on the complaint sample than on the reference sample. A review of the manufacturing documentation showed that the product batch was within a previously identified group of batched where the gluing process of the pump head housing did not meet standards. This concerned the curing of the uv adhesive. This potential defect was described in a safety notice to customer concerns. Based on the investigation of the sample, it can be assumed that the reason for the leakage was likely an insufficient amount of adhesive applies. As part of the revision for the gluing process, additional in-process controls and training for the production staff were implemented.